Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned for evaluation. Medical imaging and medical notes were obtained and are currently being analyzed. When results are available, a supplemental report will be submitted. The instructions for use identifies vessel stenosis as a potential complication associated with use of the device.

Event description:
As reported through the sealant study, the patient was treated for a saccular bifurcation aneurysm, located on the right middle cerebral artery (mca). The aneurysm never ruptured and not previously treated. The treatment consisted of using a stent lvis evo and hydrocoil under jailed-catheter technique. The parent artery at the end of the procedure remained without stenosis. The patient was discharged from the hospital with a neurological evaluation; mrs 0, nihss 0. On (B)(6) 2023 (fu 12 ± 6 month): ae1 truncus superior 50% stenosis was reported. According to the description provided by the site, the event is not serious, it is not associated with device malfunction; it is not a neurological event. In term of clinical impact, the patient is asymptomatic. The event is reported definitely related to the lvis evo device, definitely related to index endovascular procedure and definitely related to the study disease condition. It is not related to hydrocoils study device, not related to the ancillary device or related to concurrent disease condition or treatment. The action taken for the ae is a drug treatment with ¿continous ass 100mg 1/d¿. The outcome is not resolved/ongoing. Summary of the case: medical history: smoking, inguinal hernia. Neurological history: migraine. Pre procedure neurological evaluation: mrs score 0 - nihss score 0 . Antiplatelet therapy & other treatments: the antiplatelet test resistance was performed, and the patient showed no resistance.

Manufacturer narrative:
Medical report review, (B)(4). A detailed review of the medical report (operative) report was performed on 01december2023. The medical report (operative report) is dated 02october2023. As part of the sealant study, the patient was treated for an unruptured saccular bifurcation aneurysm located anatomically on the right middle cerebral artery utilizing a lvis evo stent and hydrocoil technique. Data review indicates that the initial index procedure was performed on (B)(6) 2023. Data review indicates that the patient experienced the reported ae detection (truncus superior 50% stenosis) 6 months after (post-operatively) the performance of the index procedure. Data review of the reported ae outcome indicates that the performance of the diagnostic angiography determined that the lvis evo stent is freely perfused, there was no in-stent constriction, the aneurysm is completely obliterated and the lvis evo stent flows freely. Based on my review and in my medical opinion, review of the data which reflects assessment of the lvis evo device indicates that the diagnostic angiography determined that the lvis evo stent is freely perfused, there was no in-stent constriction, the aneurysm is completely obliterated and the lvis evo stent blood flows freely. However, the report data reviewed further indicates that the superior truncus shows a 50 % stenosis with regular flow conditions. As the superior truncus originates from the stented section of the vessel and is associated with approximately 50 % constriction, a relationship of the lvis evo device to the reported ae (truncus superior 50% stenosis) cannot be ruled out. Review of the medical report data does not indicate the occurrence of an associated device malfunction and/or does not indicate that a device malfunction was associated with or contributed to the reported ae. Items returned: - n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications possible complications include but are not limited to the following: ¿ hematoma at the puncture site. ¿ perforation or dissection of the vessel(s). ¿ intravascular spasm. ¿ hemorrhaging. ¿ rupture or perforation of aneurysm. ¿ coil herniation. ¿ device migration. ¿ neurologic insufficiencies including stroke and death. ¿ ischemia. ¿ vascular occlusion. ¿ vessel stenosis. ¿ incomplete aneurysm occlusion. ¿ pseudoaneurysm formation. ¿ distal embolization. ¿ headache. ¿ infection. ¿ reaction to contrast agents including severe allergic reactions and renal failure. Warnings should unusual resistance be felt at any time during access or removal, the introducer/guide catheter/microcatheter and lvis evo device should be removed as a single unit. Applying excessive force during delivery or retrieval of the lvis evo device can potentially result in loss or damage to the device and delivery components. It is imperative to use the lvis evo device with compatible microcatheters. If repeated friction is encountered during lvis evo device delivery, verify microcatheter is not kinked or in extremely tortuous anatomy. Confirm that the microcatheter does not ovalize. Confirm that there is adequate sterile flush solution. Do not reposition the lvis evo device in the parent vessel without fully retrieving the device. The lvis evo device must be retrieved into the microcatheter and re-deployed at the desired target location or removed completely from the patient. Precautions exercise caution when crossing the deployed/detached lvis evo device with adjunctive devices such as guidewires, catheters, microcatheters or balloon catheters to avoid disrupting the device geometry and device placement. Directions for use 15. Advance the delivery wire to transfer the lvis evo device from within the introducer into the microcatheter. Warning: do not torque the delivery wire while advancing or retracting the lvis evo device. A torque device should not be used. 16. Continue advancing the delivery wire into the microcatheter until the proximal tip of the delivery wire enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Warning: do not apply undue force. If resistance is encountered at any point during lvis evo device delivery or manipulation, withdraw the unit and select a new lvis evo device. 18. Position the lvis evo device for deployment by aligning the lvis evo implant distal radiopaque end markers approximately 7 mm or adequate length past the aneurysm neck. Note: a proper push/pull technique, encompassing sufficient delivery wire push force, in addition to an opposing microcatheter withdrawal force, will facilitate properly deploying the lvis evo device to achieve full expansion and good vessel apposition. Note: slowly advancing the lvis evo device while adjusting the microcatheter position will ensure accurate deployment. Maintain simultaneous control of the lvis evo device and microcatheter in order to position and expand the device at the proper location. Caution: using a rapid microcatheter withdrawal technique to deploy the lvis evo device is not recommended and may result in device elongation. 19. If lvis evo device positioning is not satisfactory, the lvis evo device may be recaptured and repositioned if it is not fully deployed. The lvis evo device may be recaptured until the point where the proximal end of the lvis evo device markers is aligned 3 mm proximally with the microcatheter distal marker band. Caution: if resistance is felt while recapturing the lvis evo device, do not continue to recapture the device. Withdraw the microcatheter slightly to unsheath the lvis evo device (without exceeding the recapture limit), and then attempt to recapture the lvis evo device. Caution: the lvis evo device must not be re-deployed more than three times. Note: the lvis evo device delivery wire should not be utilized as a guidewire. Do not torque the lvis evo device. A torque device should not be used. 20. If lvis evo device positioning is satisfactory, carefully retract the microcatheter and advance the delivery wire together, to allow the lvis evo device to deploy across the neck of the aneurysm. Ensure the device proximal radiopaque end markers are approximately 7 mm or adequate length proximal to the aneurysm neck to ensure an adequate landing zone. The lvis evo device will expand and total length may foreshorten up to 60% from its undeployed length (refer to table 1) as it exits the microcatheter. Ensure microcatheter is retracted and clear from the proximal flared ends. Note: visualize and refer to the implant radiopaque end markers to maintain adequate implant length, approximately 7 mm or adequate length on each side of the aneurysm neck or target location to ensure appropriate neck coverage. Warning: do not detach the lvis evo device if it is not properly positioned in the parent vessel. Observe the delivery wire distal tip to assure it remains within the desired location of the parent vessel. 21. Prior to removing the delivery wire and if necessary, carefully position the microcatheter distal to the lvis evo device to maintain access through the lvis evo device. Remove and discard the delivery wire. Warning: the lvis evo device delivery wire should not be utilized as a guidewire. Do not torque the lvis evo device. A torque device should not be used. 23. Use the guidewire and microcatheter to access the aneurysm through the lvis evo device cells. Warning: observe lvis evo device marker position during placement of the microcatheter into the aneurysm to ensure that the lvis evo device does not migrate or dislodge from its deployed position. Note: access to the aneurysm may be facilitated by the use of a microcatheter that has been shaped. 25. Warning: observe lvis evo device marker position during the coiling procedure to ensure that the device does not migrate from its deployed position. After placing the last coil, verify that the lvis evo device has remained patent and properly positioned. Advance a guidewire, if necessary, to the microcatheter tip and carefully remove the microcatheter. Note: a microcatheter may be positioned into the aneurysm sac prior to delivery of the lvis evo device. The microcatheter will be supported by the lvis evo device during delivery of embolic coiling. After completing the coiling, the coiling microcatheter should be carefully removed to avoid dislodging the lvis evo device. 27. Caution: carefully watch the lvis evo device distal and proximal markers when passing through the deployed lvis evo device with embolic coiling microcatheters to avoid displacing the lvis evo device.

Event description:
As reported through the sealant study, the patient was treated for a saccular bifurcation aneurysm, located on the right middle cerebral artery (mca). The aneurysm never ruptured and not previously treated. The treatment consisted of using a stent lvis evo and hydrocoil under jailed-catheter technique. The parent artery at the end of the procedure remained without stenosis. The patient was discharged from the hospital with a neurological evaluation; mrs 0, nihss 0. On (B)(6) 2023 (fu 12 ± 6 month): ae1 truncus superior 50% stenosis was reported. According to the description provided by the site, the event is not serious, it is not associated with device malfunction; it is not a neurological event. In term of clinical impact, the patient is asymptomatic. The event is reported definitely related to the lvis evo device, definitely related to index endovascular procedure and definitely related to the study disease condition. It is not related to hydrocoils study device, not related to the ancillary device or related to concurrent disease condition or treatment. The action taken for the ae is a drug treatment with ¿continous ass 100mg 1/d¿. The outcome is not resolved/ongoing. Summary of the case: medical history: smoking, inguinal hernia. Neurological history: migraine. Pre procedure neurological evaluation: mrs score 0 - nihss score 0 . Antiplatelet therapy & other treatments: the antiplatelet test resistance was performed, and the patient showed no resistance.